Event description:
On 8/11/98, the facility's op coordinator informed the MFR's rep that the facility has encountered four problems with the product. The facility's op coordinator faxed the MFR four reports, one for each of the events. This report concerns the second event and stated the following: on 4/21/98, the device was to be used for the first time. Unable to aspirate blood and mild resistance was encountered when the device was flushed. The physician was notified. The device site was free of swelling or drainage. Urokinase was instilled into the device and the device aspirated freely after 20 minutes chemo treatment was given without problems, 500u heparin was left in the device and the huber needle was left in place. The pt returned on 4/23/98 for antiemetics. Unable to aspirate blood, but the device flushed with ease. On 4/24/98, the pt returned again for antiemetics, still unable to aspirate. A chest x-ray revealed that the catheter tip was in superior vena cava, no kinking, dislodgement or obvious breakage was noted. The device has been used once a month since for chemo treatments, however, still unable to aspirate blood. No further details are available at this time.